Event description:
A nurse reported an intraocular lens (iol) was inserted into the eye of a pt and there seemed to be extra lens material on the optic disc near the haptic area. The iol was removed and another iol was implanted. The pt experienced corneal trauma during the surgery. The pt was treated with steroid drop therapy and the eye was reported to be "settling down". The condition of the pt was reported as "improved' following treatment. Add'l info was requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received in the lot number.